Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and increased/high pacing thresholds. A revision procedure was performed at which time reported measurements were confirmed via pacing system analyzer (psa). The patient's chronic rv lead was surgically abandoned and replaced; the patient's device was also exchanged. No adverse patient effects were reported.